Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted intermittent right ventricular (rv) lead undersensing on stored episodes. The rv lead re mains in use. No further patient complications have been reported as a result of this event.